Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a procedure. During the surgery, the physician tried several times to position the lead, but the electrode still couldn't hang up in the muscle. The lead was not used and replaced. The patient was stable.